Event description:
It was reported that the patient experienced intermittent stimulation. The pulse would be working great, and then she would have to turn it back on. It was noted that the patient had two lead repairs done in the past. See MFR. Rep. # 3004209178-2010-03568 for one of the lead repairs. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the device "kept turning itself off," and wouldn't turn back on unless the patient was in an "awkward position after playing with the buttons for a while," then it would turn back off after "a while." The patient was not checking the patient programmer but could tell that it was off because she was "totally symptomatic" and could not feel the stimulation. The reporter stated the patient knew it was off as she had to "wrestle to get it back on." The patient made program adjustments to the device.

Manufacturer narrative:
(B)(4). Lead model 3093-28 lot# v020689 implanted: 2007-(B)(6) explanted: unk; extension model 3095-10 serial# (B)(4) implanted: 2007-(B)(6) explanted: na; programmer model 3037 serial# (B)(4).